Event description:
Event: (cc# 98-00507) the iab leaked post op. The iab was removed and a second iab was inserted. Inspite of several calls to the facility, the iab was never returned to datascope for evaluation. [Event complications]: unknown - reported 4/24/98. [Patient's current status]: unk - rpt'd 4/24/98.